Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. The physician was using a jetstream 2.4mm catheter over a jetwire, in the superficial femoral artery (sfa). After use, during withdrawal the jetstream got stuck on the jetwire. The procedure was considered complete. No patient complications were reported and the patient status was fine.